Event description:
Theatre staff opened the package and found internal package broken. There were no visual external damages. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary eval: blister cracked due to environmental stress cracking/lid misplacement.